Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: (B)(6).

Event description:
The event occurred on an unspecified date and involved a tego¿ connector that was reportedly sucked in air. The reporter stated that the customer is using tego connectors supplied by citra-gen. For the last six months the customer has been having increasing problems with this product. The number of defective connectors per lot number was 8. The problem with the tego was a defect in the transparent rubber, making it inaccessible or causing leakage. It was already used when the problem with tego occurred/discovered. Number of treatments carried out with the relevant tego before the problem occurred: 1 or 2 treatments. Other devices are used in combination with the tego was poshiflush with leur lock. There was no report of any human harm.

Manufacturer narrative:
Investigation summary: received eight (8) used list# d1000, tego¿ connector, appx 0.05 ml; lot# 14090801. One of the returned samples was observed to have a torn seal. One sample was observed to have a domed seal. No damages or anomalies were observed on the remaining six samples. The reported complaint of a leak could be confirmed on one of the returned samples. The seal on the failed sample was observed to be torn leading to a leak. The probable cause of the air intake is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. One of the returned samples was observed to have a domed seal. The probable cause for the domed seal and subsequent leakage is due to an inconsistent application of adhesive and/or lubricant during assembly. A device history report and relevant commodities were reviewed; the following discrepancy was identified: "during functional inspection in op.41 of assembly, 2 pieces were detected that formed a dome after performing the activation test, according to qp00-00039-8: inspection attribute activation test verifies that the tego do not have a dome. Any sample with a dome is a defective piece, lot 14090801 item d1000" corrective and preventative actions are in process